Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient had an abdominal implantable cardiac defibrillator and developed a pocket hematoma. The patient underwent debridement. The device was removed and replaced with a new device in the chest wall. No patient complications have been reported as a result of this event.